Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('recurring abdominal pain, radiated to lower limbs that do not subside with analgesics / endured abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criterion intervention required), lasting 3 years and experienced heavy menstrual bleeding ("abundant menstrual bleeding"), pubic pain ("pain in the supra-pubic region") and abdominal discomfort ("abdominal induration sensation"). The patient was treated with analgesics and surgery (essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, heavy menstrual bleeding, pubic pain and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, heavy menstrual bleeding and pubic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: device insertion without complication. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('recurring abdominal pain, radiated to lower limbs that do not subside with analgesics / endured abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criterion intervention required), lasting 3 years and experienced heavy menstrual bleeding ("abundant menstrual bleeding"), pubic pain ("pain in the supra-pubic region") and abdominal discomfort ("abdominal induration sensation"). The patient was treated with analgesics and surgery essure removal via bilateral salpingectomy on (B)(6) 2020. Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, heavy menstrual bleeding, pubic pain and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, heavy menstrual bleeding and pubic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: device insertion without complication. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.